Event description:
While using a byte day aligners, patient reports that their jaw is misaligned. They did not have this issue before treatment or ever. Their jaw muscles are uneven on their face, their teeth squeak and grate against each other when they bite down. They also have sore jaws every morning.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.